Manufacturer narrative:
The investigation has been completed. The console (ic1137) was sent back for further investigation. The purge disc detection failure was confirmed by visual inspection of the purge system. Purge disc detection flag was missing. The root cause of the purge disc not detected was the missing flag. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc issue, which was resolved by changing the console. No patient harm reported.